Event description:
Bayer case number: (B)(4). Abdominal pain, gastrointestinal disorder, metrorrhagia, joint pain as flare-ups, affecting her hands, wrists, and hips without warning and capable of waking her up at night [joint pain], diffuse paraesthesia [paraesthesia], asthenia, endometriosis, inflammation in the sigmoid colon [colon inflammation], small-fibre neuropathy, crohn¿s disease, fever, intense fatigue, spondyloarthritis, helicobacter pylori-negative gastritis. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pancreatic cancer (father), colon cancer stage I (father), rheumatoid arthritis (grandmother), postpartum thyroiditis, autoimmune disorder and parity 2 (one of them autistic, and they live with her.). There are no granulomas or anti-sjogren syndrome a (ssa) antibodies. She has never had systemic inflammatory response syndrome. The entire autoimmune work-up has always been negative. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced endometriosis ("endometriosis") and colitis ("inflammation in the sigmoid colon,"). On (B)(6) 2013 she experienced abdominal pain (seriousness criteria medically important and intervention required), gastrointestinal disorder ("gastrointestinal disorder"), intermenstrual bleeding ("metrorrhagia"), arthralgia ("joint pain as flare-ups, affecting her hands, wrists, and hips without warning and capable of waking her up at night."), paraesthesia ("diffuse paraesthesia") and asthenia ("asthenia"). Essure was removed on (B)(6) 2018. On unknown date she experienced small fibre neuropathy ("small-fibre neuropathy"), crohn's disease ("crohn¿s disease"), pyrexia ("fever"), fatigue ("intense fatigue."), spondylitis ("spondyloarthritis") and gastritis ("helicobacter pylori-negative gastritis"). The patient was treated with pentasa (mesalazine), corticosteroids (unknown), imurel (azathioprine), laroxyl (amitriptyline hydrochloride), neurontin (gabapentin), cymbalta (duloxetine hydrochloride), lyrica (pregabalin), tramadol (tramadol hydrochloride) and nsaids (unknown) as well as surgery (hysterectomy). At the time of the report, the endometriosis, colitis and small fibre neuropathy were resolving and the abdominal pain, arthralgia, asthenia, crohn's disease and spondylitis had not resolved. The outcomes for gastrointestinal disorder, intermenstrual bleeding, paraesthesia, pyrexia, fatigue and gastritis were unknown. The reporter considered abdominal pain, arthralgia, asthenia, colitis, crohn's disease, endometriosis, fatigue, gastritis, gastrointestinal disorder, intermenstrual bleeding, paraesthesia, pyrexia, small fibre neuropathy and spondylitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy salivary gland] (date unknown): the question of gougerot-sjögren syndrome was raised but the salivary gland biopsy performed by did not support this diagnosis. [Biopsy stomach] (date unknown): helicobacter pylori-negative gastritis. [Colonoscopy] (date unknown): non-specific. Inflammation in the sigmoid colon, without ulceration. [Magnetic resonance imaging] (date unknown): not available. [Oesophagogastroscopy] (date unknown): not available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.